Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge representative has advised that the reported issue was duplicated and the battery was replaced. Subsequently, after the repairs, the iabp unit resumed normal use. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) shutdown after experiencing a low battery alarm there was no patient involved and no adverse event was reported.